Manufacturer narrative:
Medwatch number: (B)(4). (B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink secondary medication set underinfused during infusion of antibiotics. The reporter stated that the infusion ¿stopped before completion.¿ the secondary set was being used with a non-baxter primary set and a non-baxter infusion pump. There was no report of patient injury or medical intervention associated with this event. No additional information is available.